Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported receiving no delivery alarms from the insulin pump, and the insulin pump shutting down unexpectedly. After troubleshooting with the helpline it was advised that the infusion set or reservoir was occluded, and to return them for analysis. However, the customer requested the insulin pump be replaced. It was also advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. The customer's blood glucose value was 385 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.